Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one broviac cvc s/l catheter was returned for evaluation. Visual, microscopic visual and functional evaluations were performed on the returned device. During functional evaluation the catheter was patent to infusion and aspiration without any issue. However, the investigation is inconclusive for the reported catheter fracture as the distal segment of the catheter was not returned for evaluation and the exact circumstances at the time of the reported event are unknown. Based upon the available information, the definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024), g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the post catheter placement, the patient allegedly experienced swelling during medication and computed tomography revealed that the catheter was damaged. It was further reported that the catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that the post catheter placement, the patient allegedly experienced swelling during medication and computed tomography revealed that the catheter was damaged. It was further reported that the catheter was removed. The current status of the patient was unknown.